Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy one day after having open heart surgery. Review of recorded episodes indicated that the patient had an external temporary pacemaker. The atrial pacing from the external device was detected on the ventricular channel of the ICD causing oversensing. The external pacemaker was switch off resolving the issue. Several attempts were made to bring the patient however, the patient refused to follow up.